Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Consumer contacted via phone and stated that 3 tampons were breaking apart after being used. No injury was reported.